Event description:
Additional information received later indicated that the step taken was to adjust the stimulation. The patient had no problems with the stimulation. The patient was helped.

Event description:
(B)(6) 2016, (B)(4): information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient felt a small jolt in her stimulation after being wanded by courthouse security.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.